Event description:
It was reported that the device was not sensing at 2.0 mv and was not capturing appropriately at 7.5 v, 0.4 ms in the ventricle. However, a chest x-ray showed that the lead tip was in the general location as the post implant x-ray. Iegm data suggested lead dislodgement. The patient was not pacemaker dependent.